Event description:
Consumer states that they purchased a package of bandages that pulled skin off when they tried to remove them. Consumer also wanted to know why the inner package stated that the latex could cause allergic reactions. Wanted to know why that statement was not on the outside of the package.